Event description:
Information was received that the cadd solis vip pump error had cassette not detected alarm. No reported adverse effects.

Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of cassette not detected was verified. The event log does not show any related errors. The downstream occlusion sensor will be replaced in service. Use testing was performed. The problem source is defective component of the downstream occlusion sensor.